Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/12/2017. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site in a plastic bag. A debris/particle was returned in a plastic collection container. Visual inspection under the microscope showed a white particle. The customer's reported complaint was verified. The particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle is consistent with a cellulosic material (e.g. Cotton, rayon, lint). Through the manufacturing process of pcb00v product, several visual inspection are performed including 100% verification at 10x magnification microscope inside a laminar flow hood for cosmetic defects including particles and fibers. Ionized air guns are used in the manufacturing areas to ensure removal of any loose particles or material that could be introduced as part of the packaging process of the preloaded components (including packaging). Therefore it can be discarded that the material is from the cartridge or part of the manufacturing process; since this material is not consistent with the component materials and the material used in the cleanroom. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), the surgeon found a fragment in the patient''s eye. Reportedly, the fragment was like a cord. The surgeon tried to aspirate the foreign material but it kept its form and couldn¿t be aspired. A delay of one minute in the procedure was reported and no surgical or medical intervention was required. No further information was provided.